Event description:
Captivator cold 10mm rounded thin wire ~ boston scientific single use snare lot# 30807946; use by [redacted date]; ref cat.#: m00561100, gtin# (B)(4). When attempting to utilize snare would not properly deploy. Only opened very partially, after several attempts to open and close it preformed its duty well. This case went smoothly. Concerned this could happen in a more difficult case.